Event description:
It was reported there was a hardware removal of a 2 hole dynamic condylar screw (dhs) plate and dhs compression screw. The original implantation procedure was for a fractured hip on (B)(6) 2013. On (B)(6) 2013, the patient experienced pain and was x-rayed and it was discovered that the lag screw cut out interior superior aspect of the femoral head. The surgeon reported that the surgeon stated that this may have been due to the lag screws not being long enough. The surgeon removed the dhs 2 hole plate, dhs compression screw and two 4.5mm cortex screws on (B)(6) 2013. The surgeon implanted a long trochanteric fixation nail (tfn). The revision procedure was successfully completed with no patient injury. There were no complications and no delays in completing the procedure. This complaint is on the compression screw. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt ID: (B)(6). A device history records review has been requested.. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.